Event description:
The patient reported symptoms of pain on teeth, soft tissue recession and extraction of tooth #29. It is unknown if the patient required any medical intervention to alleviate the reported symptoms. It is unknown if the patient was prescribed any medication. It is unknown if the patient is continuing the use of the retainers.

Manufacturer narrative:
This report was made based on information recieved from the patient. Align technology, inc. Did not contact the treating doctor upon the patient's request. The current instructions for use (IFU) contains the following: "general risks to patients - existing dental restorations (e.g: crowns, bridges) may become dislodged and require re-cementation or, in some instances, replacement," "a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost," "the health of the bone and gums which support the teeth may be impaired and aggravated." The potential root cause is unknown. No conclusive evidence has been provided that supports or opposes the fact that the vivera retainers caused the reported symptoms. This event is being filed as an MDR as the patient reported tooth loss (serious injury) and the vivera retainers were being used.